Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification that the patient was hospitalized and was being treated by the health care provider. Multiple attempts were made by animas customer technical support to contact the patient to obtain additional information regarding this incident with no resolve. This complaint is being reported because the patient experienced an adverse event. It is not clear the reasons for the hospitalization and/or whether or not an animas device was a cause or contributing factor to the reported adverse event. Additionally, there was no reported device malfunction made by the patient. There is no additional information available for this complaint at this time.